Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 4/10/2011.

Event description:
The customer states "system stopped working during an exam."